Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI), medical device model, concomitant med prod data and common device name. Upon investigation of the actual device used in this incident, it was determined that the order for patient had been discontinued in epic but still active in es. A technical support specialist (tss) dialed into the server, checked the patient information in pes and searched for order ID, and determine that there was no miscommunication issue between servers. The tss called the customer and advised to re-send back the discontinued message from epic and monitor from es to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server patient order was discontinued within epic. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server patient order was discontinued within epic. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.